Event description:
It was reported that there was a leak between the extension set and the 3ml syringe. It was noted that the patient was receiving gentamycin 1.48mg/0.15ml over (30) minutes, at the time of the event. It was confirmed that there was no harm to the patient and healthcare provider as a result of this event. The event occurred in the neonatal intensive care unit (nicu).

Manufacturer narrative:
The customer¿s report of a leak between the extension set and 3ml syringe was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. The set was received still taped and coiled. No anomalies were observed during visual inspection. Functional and pressure testing did not replicate any leaks at the connection between the received extension set and the 3ml extension set. The extension set's female luer component was measured and was found to be within specification(s). The customer did not send in the 3ml that was connected to the set during the original event. The root cause of the reported leak between the extension set and 3ml syringe could not be determined.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was a leak between the extension set and 3ml syringe. It was noted that the patient was receiving gentamycin 1.48mg/0.15ml over 30 minutes at the time of the event. There was no harm to patient and healthcare provider. The event occurred in neonatal intensive care unit (nicu).